Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited false ventricular tachycardia events due to oversensing of noise. No pacing inhibition was noted as a result of the oversensing of noise. The patient was brought back in for system testing, where no noise was able to be reproduced. All other parameters were within acceptable range and the ICD continues to remain in service. No adverse patient effects were reported.